Event description:
It is reported that the device was implanted in 2008. Post-op, stem subsudence occurred. Revision surgery occurred four days later.

Manufacturer narrative:
Eval summary: stem is not available for review. Technique used for surgery is not known. X-rays date and per dates do not match. Based on x-rays supplied, it appears that the femur is fractured. The reason for fracture is not known. It is not possible that to make a definitive conclusion whether the fracture occurred before or after stem subsidence. Surgeon notes, post primary and pre revision x-rays could have provided insight into the situation. No engineering analysis could be done with available info. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reported. Zimmer considers the investigation closed.